Manufacturer narrative:
The cause of death was related to a large ventricular hemorrhage; additionally the patient had a fall. There is no evidence which suggest there is a relationship between the death of the patient and the device. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmalogical factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device is not available for return.

Event description:
It was reported by the vad coordinator that the patient came to the emergency department in the evening on the (B)(6) 2016 with complaints of weakness and slurred speech. The patient had fallen at home; however, did not report hitting his head. The international normalized ratio was therapeutic on admission. A computed tomography on that same evening showed a large head bleed. Neuro surgery was consulted, but no interventions at the time. As of the evening of (B)(6) 2016, the patient's neuro symptoms had improved drastically and he was transferred from the intensive care unit's step-down. This morning the patient arrested of an unknown cause. As the day went on today, the patient was deemed brain dead. The patient remains on support at the time as his liver may be donated (though unlikely) per the family's wishes. Device support was not withdrawn at the time. Follow up information was received from the site on the 24 aug 2016 with the cause of death listed as a large intraventricular hemorrhage. The device will not be returned as it remained implanted.